Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 214822742 were returned and analyzed. The data files showed at least 4 applications were performed with a balloon catheter on the date of the event and did not show any issues. Visual inspection of the mapping catheter showed the shaft was bent right after the lemo connector. The reported issue was confirmed, and the mapping catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon opening the packaging, it was indicated that the mapping catheter connector was broken. The mapping catheter was replaced with resolve. The case was aborted. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.